Event description:
Device malfunction: thumb advancer unable to advance completely. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the thumb advancer became stuck and would not fully advance to the locked position. The clip could not be deployed in the patient's artery. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.